Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 4 months post implant of this 29mm mitral annuloplasty band, it was explanted and replaced with 33mm mitral bioprosthetic valve for severe mitral regurgitation. No additional adverse patient effects were reported.